Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v241897, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 16-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp requested MRI information related to a lead fragment in the patient wasn't removed during explant. It is unknown as to whether or not the lead fragment was intentionally left in as well as why the system was explanted. Additional information received from patient stated that her entire interstim systems were removed except for half an inch of lead which broke (located near a sacral nerve). Procedure was done by doctor on (B)(6) 2017. No patient symptoms and no further complications have been reported as a result of this event.